Event description:
It was reported during surgery, the surgeon was finishing inserting a 3.5 x 20mm mini acutrak 3 screw, into a younger patient's scaphoid waist fracture. The doctor drilled with the appropriate drill and wire. As the final turns were being performed to insert the screw, the driver tip (stick fit driver, part number 80-4155) broke off. All pieces were retrieved. To then finish inserting the implant, a regular, non-stick fit driver was used (80-4151) was used, which then proceeded to break as well. All pieces of this second driver were also recovered. This prolonged the surgery by two minutes. The screws had proper final placement with the drivers as they were breaking, therefore, the surgery was completed. No adverse patient consequences were reported. This report is related to report numbers 3025141-2023-00660 and 3025141-2023-00661 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was implanted and not available for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be conclusively determined.